Event description:
It was reported to boston scientific corporation on (B)(6), 2009, that a cre balloon catheter was used during an endoscopy with balloon dilation procedure performed on (B)(6) 2009. According to the complainant, during the procedure, the balloon ruptured inside the patient while attempting to inflate the balloon. The procedure was completed with another cre balloon catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the complaint device failure analysis, if from that review further relevant information is identified, a supplemental medwatch will be filed. (B)(4).